Event description:
The following info was reported by the customer's attorney's office: the customer's doctor prescribed the use of the minimed insulin pump, with the paradigm quick-set infusion set. The customer was correctly using the minimed insulin pump with a lot 8 minimed paradigm quick-set infusion set when she failed to receive the correct doses of insulin to manage her diabetic condition. Consequently, she was hospitalized resulting from improper amounts of insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.